Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the stent had been rupture when the package was opened.

Manufacturer narrative:
The reported event was confirmed, cause unknown. The ureteral stent was returned without the original packaging. A photo sample was submitted which showed the proximal pigtail broken but not completely separated from the body of the stent. Visual evaluation of the physical sample noted the separation occurred at the start of the proximal pigtail; the material at the separation appears to be inward, this is seen when the stent is cut with a sharp object due to no stretching or discoloration to the material. The other separation is located at the suture porthole to the end of the stent; this separation is seen when the suture is pulled with excessive force away from the stent. The pigtail straightener does not appear to have damage to the end of the tubing. The sample passed all dimensional requirements, the outer diameter measured 0.0795" using a laser micrometer, the tip inner diameter measured 0.043". A 0.038" guidewire passed through the sample with no resistance. Though a specific cause for this event cannot be determined, a potential root cause for this event could be "inappropriate package design." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the stent had been rupture when the package was opened.